Manufacturer narrative:
Cine image review: images in the journal article capture the lesion in the proximal lad, the retrograde dissection was also visible in the cine images contained in the journal article. (B)(4). Event date populated as date of publish online. Journal article reference: le¿on jim¿enez j, roa garrido j, camacho freire sj, díaz fern¿andez jf. Trapping as retrieval technique to resolve a ruptured and entrapped coronary balloon catheter. Catheter cardiovasc interv. 2017;00:1¿4. Https://doi. Org/10.1002/ccd.27216. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Angiography revealed a severely calcified coronary tree with severe plaque on the proximal lad and a critical focal lesion on the proximal right coronary artery. It was reported that a 3.0 x 27 mm nc euphora balloon was delivered to the proximal lad and inflated to 18 atm for predilation. It was reported that the balloon ruptured causing a retrograde lad to left main dissection. The patient's clinical situation deteriorate and the dissection was reportedly rapidly sealed with three overlapping resolute onyx rx drug eluting stents. The stents were deployed from medial lad to lm. It was reported that there was a good final result.

Manufacturer narrative:
Image review: the images in the article capture a stent after post dilation was carried out. The deployment difficulties were not captured in the article images. Additional information: the journal article reported that the nc euphora balloon burst probably due to calcium spicules. Previous medical history included hypertension. If information is provided in the future, a supplemental report will be issued.